Manufacturer narrative:
Supplemental report submitted to include the completion of the engineering evaluation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures-such as valve frame damage or compromised sheath and delivery system components - as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The complaint of valve frame damage was confirmed based on the evaluation of the returned device and provided imagery. Available information suggests patient factors (tortuosity, calcification) and/or procedural factors (steep insertion angle, device manipulation) likely contributed to the events as provided information indicated presence of calcification, tortuosity at the access vessels and a steep insertion angle used, and difficulties advancing through sheath were encountered during thv advancement through the esheath. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Moreover, calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches, if present, on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. In addition, a steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance or can increase push force requirements, resulting in frame damage (bent struts). High push forces exerted to overcome resistance in challenging anatomy can compromise sheath integrity, resulting in shaft damage/kinks, punctures, scratches, or tip damage. Forceful device maneuvers can damage the sheath components in direct contact with rigid anatomical features (e.g. Sharp calcium nodules). When combined with non-coaxial advancement trajectories (rendered through anatomical complexities, steep angles and/or manual device misalignments), these forces can further exacerbate damage to the sheath shaft, liner, and strain relief - particularly when interacting with crimped valve struts. Under such conditions, the valve frame is susceptible towards sustaining damage (i.e. Bent struts). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Per the preliminary pre-deco observations, the 23mm sapien 3 ultra valve received crimped over crimping balloon. Three(3) struts were bent outwards at the inflow side. The valve was deployed during the pre-deco process. Three (3) struts remained bent after the valve was deployed. The investigation is ongoing. A supplemental report will be completed upon completion. This is one of two manufacturer reports being submitted for this case.

Event description:
Edwards received notification from our affiliate in germany. As reported, this was a case of a 23 mm sapien 3 ultra valve. During the procedure, the commander delivery system could not be advanced through the esheath plus due to a difficult vascular situation characterized by elongation and heavy calcification. The valve punctured the sheath due to resistance from the calcification and it was observed that the valve frame was damaged. Both the delivery system with the valve and the sheath were retrieved together. Subsequently, a non edwards transcatheter heart valve was implanted. The patient did not suffer any injury and was noted to be stable after the procedure.